Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the event description and the information provided by the customer. Conclusion: we were unable to confirm the alleged malfunction or to determine what had caused the reported event without the return of the complaint devices. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Event description:
A distributor in (B)(4) reported on behalf of a hospital, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers "had a leakage". There was no patient consequence.